Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of lo (less than 10 mg/dl) and 170 mg/dl back to back within 10 minutes on the complete system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported that the patient underwent a pump implant on (B) (6) 2010. The concentration of morphine was 2 mg/ml; dosing was begun at 1 mg/day. The patient "became somnolent this morning and received narcan". The pump rate was turned down to minimum rate (0.0122 mg/day). Final patient outcome was not reported.